Manufacturer narrative:
A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured 06-nov-2018 and installed at the customers 02-jan-2019. A lumenis service engineer inspected the system two (2) days after the reported event and found that fiber was seized onto the sma port. The engineer had to smash the lens cell in order to install a new lens assembly and after reconfirming its operation, the engineer returned the system to the facility in working order. A review of holmium fibers risk file (rd-1003791_k) revealed risk #6.2.1 "connector heats and burns", has the potential to lead to ineffective treatment and/or prolonged procedure and/or requiring use of an alternative fiber. In this case a backup laser was brought in to complete the case with no complications to the patient. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this malfunction. Since the lens assembly was smashed by the engineer there was no point in retrieving the pieces for product analysis, therefore the cause of the event could not be established. Investigation is still ongoing, and if there will be a significant change, then lumenis will file a follow-up MDR. Lumenis will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a procedure in which a lumenis pulse 120 laser was being utilized, the unit stopped working. A backup laser system was brought in to complete the procedure; no report of patient injury was received, nor any report that the malfunction caused or contributed to any change in the patient's status.